Event description:
On (B)(6), 2013, it was reported that since the programming history was copied and returned to the manufacturer, the physician's handheld has not been working. Follow up with the physician found that the issue was resolved; however, no information was provided as to what the initial issue was and how it was resolved.